Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporting institution phone#: (B)(6). A philips remote service engineer (rse) spoke with the customer and advised that the device is end of life, and parts are no longer supplied. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. The engineer advised that the device is end of life; however, we are unable to confirm the final disposition of the device because of insufficient information.

Event description:
The customer reported a device alarm fault. It is unknown if the device produced sound. The device was in use on a patient at the time of the event. There was no adverse event reported.